Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device continue to ask to pair after successfully pairing. Data was available for evaluation. The reported event was not confirmed via data. The probable cause was determined to be potential patient misuse. No additional event or patient information is available.